Event description:
A customer obtained erroneously high accutni results above the ami cut-off and within the risk stratification range for one patient.upon repeat analysis,the results were in the normal reference range. The erroneous results were reported outside of the lab.the customer reported that the patient was sent to the heart catheterization laboratory which was reported to be clear. There was no report of death or injury attributed or connected to this event.

Manufacturer narrative:
The samples were collected in plastic lithium heparin tube with gel.qc was within specifications prior to and after the event.a field service engineer (fse) was on-site on (B)(6)2010. The fse replaced multiple parts and cleaned the aspirate probes. The fse verified the system operation and ran qc.a definitive root cause for this event has not been determined to date, although the fse noted that when the sample was respun particulate matter was present at the bottom of the sample, which could have contributed to the event. A malfunction will be assumed for the purpose of this report.